Manufacturer narrative:
The reported broken gripper line and single gripper actuation issue were confirmed during the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a potential product issue was identified due to the observed broken gripper line resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and gripper line break. It was reported that during preparation of the clip delivery system (cds), it was noted the gripper line was wrapped around the gripper arm. During functional testing, one gripper was not moving and it was believed the gripper line broke. There was no patient involvement. The cds was not used in a procedure. There was no clinically significant delay to the intended procedure.